Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to septic shock, multiorgan failure. The outcome was not device or therapy related. An autopsy was not performed and the pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection and sepsis could not be conclusively determined through this evaluation. Additionally, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists infection (driveline, localized, and pump pocket), sepsis, various types of organ failure and dysfunction (hepatic dysfunction, respiratory failure, renal failure, and right heart failure), and death as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the source of infection was bacteremia. Cultures were identified to be multidrug-resistant pseudomonas aeruginosa. Per the physicians, the multisystem organ failure was not related to the underlying cardiac disease but was a result of the resistant bacteremia. The device reportedly operated as expected.